Event description:
Surgeon was using instrument when he noticed a broken cable. Instrument was being used prior with no difficulty. After surgeon noticed broken cable, instrument removed from sterile field and surgeon used a different instrument to complete surgery.